Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. It was ascertained that when the field's name does not match any field in mosaiq, the user receives a notification that an unknown field has been returned to mosaiq. Mosaiq creates an 'orphan' field definition from the record sent back from siemens and a field treatment history record is not created. On exiting the session, the user receives messaging that field(s) for the session were untreated and dose mismatch errors. Dose mismatch errors persist on the treatment chart view directing users to investigate and complete/correct the treatment history. This issue would not cause harm to a patient.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported mosaiq treatment fields remaining open once delivered.